Event description:
It was reported that a patient was implanted with synthes products years ago on unknown date due to gunshot wound on distal femur. Overtime, due to arthritis and significant degenerative joint disease, the bone wore out exposing the implants. The implants were rubbing against the tibia. Patient reported pain. The original implants were removed on (B)(6) 2015 and a total knee replacement was successfully performed. No surgical delay during removal surgery. Implants that were removed were three compression headless screws (40mm, 65mm, and 80mm) and plate. No part records are available therefore, part numbers are not available. Implants were discarded. This report is for three unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for three unknown screws/unknown lots. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.